Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the o2-cell was defective and in need of replacement. Replacement of the o2-cell solved the issue. The issue was confirmed in the provided log files. The o2 cell is used to measure the o2 concentration. The o2-cell was returned for technical investigation and the issue can be reproduced. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).